Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the therapy never worked for the patient and the patient couldn't even use the device; the device wasn't working since the implant date. The therapy had never been programmed correctly and the patient couldn't even turn the ins on because it felt like 240 watts to the body. The manufacturer's representative contradicted this statement- they claimed the patient loved the device and therapy and that no complaints had been made to them about the programming. The representative was at every programming session and no complaints were alleged to them; they were under the impression that they were optimizing their therapy for leg pain and the patient left every appointment with optimization resolved. It was also reported that the patient suffered from incontinence issues for 9 months. It was difficult for the patient to get into the car because they couldn't use their device. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the cause of the stimulation/programming issues were that the patient felt like the stim was electrocuting them. A new program was applied and the issue was resolved. No further complications were reported.